Manufacturer narrative:
The device came in for all three alarms going off on the air detector as well as a broken ribbon cable due to customer damage. The issue was not confirmed since the customer broke the user interface ribbon cable; this is the part where the alarm leds are located. The device has multiple issues with physical damage and adulterations caused by the customer. The most prominent issue is calcification/mineral buildup from using the wrong water recirculation solution. The buildup from using the wrong solution has affected the heaters, pump assembly, drain valve, enclosure reservoir and the top socket. Due to the physical damage and contamination of the water circuit from incorrect solution use, this device has been deemed beyond economical repair and was scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the h31b has all 3 alarms going off. H31b level 1 was not getting information to the board, light blinking and a ribbon electrical wire is broken. Discovered during in set-up. There was no patient involvement and there was no patient harm. There was no delay of therapy.